Event description:
The physician was attempting to use an evercross 035 pta balloon catheter in a routine av fistula access case. During use the balloon burst at inflation to 7-8 atm. No clinical sequelae reported

Manufacturer narrative:
Evaluation summary: the evercross was received for evaluation. The evercross was inspected and a fracture to the balloon/inner segment was observed. Both marker bands were noted. A radial burst of the balloon was observed and the catheter was separated at the distal bond. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.